Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 500 mg/dl. The customer was getting insulin flow block alarm. The insulin flow block was resolved by complete set change the customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.